Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider via a company representative in regards to a patient who was being treated with baclofen intrathecal (type, concentration, dose, and lot # unknown) for intractable spasticity. The neurosurgeon was concerned about wound closure, so the pump was replaced to a different location on (B)(6) 2015. The patient was clinically stable, the pump did not appear to be exposed, and the labs were normal. There were no legacy model catheters in stock; however, the implanted catheter aspirated freely and was intact, so it remained implanted. Information regarding the patient's pertinent medical history, cause, additional interventions, or outcome of the event was not provided. Should additional information be received, it will be submitted in the form of a follow-up report.